Event description:
The affiliate reported a quality control (qc) vial was damaged and caused the contents to leak inside the kit container involving access ostase qc. The affiliate noted the damage upon opening the control kit. There was no evidence of damage to the kit packaging container. The leak contents were contained within the kit packaging container. The affiliate had on appropriate personal protective equipment (ppe), laboratory coat, eye protection, and gloves during the kit inspection. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication the device was returned for evaluation. Beckman coulter, inc. (Bci) internal identifier for this report is (B)(4).